Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a blocker holder broke while introducing the blocker into the pedicle screw. An alternative blocker holder was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned blocker holder was evaluated. Visual inspection revealed that the laser markings are faded. Additionally, the tip is fractured and deformed in a manner consistent with rotating the driver in a counter-clockwise direction. Based on the reported event, it is possible that the device was fractured during use; however, the exact usage conditions are unknown. It is possible that the laser markings of the device faded due to repeated washings of the device over time. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage and device cleaning.

Event description:
It was reported that the tip of a blocker holder broke while introducing the blocker into the pedicle screw. An alternative blocker holder was used to complete the procedure without reported patient impacts.